Event description:
It is reported that a customer has physical damage on their insulin pump. The patient's blood glucose level was 145 mg/dl at the time of the call. The ring that holds the reservoir seemed to have broken off. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing o-ring (reservoir tube), cracked reservoir tube window and cracked case at reservoir tube window corners.